Manufacturer narrative:
Concomitant medical product: product ID: ddmb1d1, ICD; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered multiple lead integrity alerts (lia) with increased sensing integrity counter (sic), and high rate non-sustained episodes. Additionally there was an alert for high threshold and oversensing noise was noted on all ventricular arrhythmias resulting in the patient receiving inappropriate therapies. The lead was extracted. No further patient complications have been reported as a result of this event.